Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation was ruptured. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead was observed to have blood ingression. The outer insulation was ruptured at 16.5 cm with blood ingression. The outer insulation was melted at 18 cm, 25.5 cm, and 27 cm with blood ingression, extrinsic damage. The outer insulation was cut at 36 cm with blood ingression, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pocket stimulation and chest wall muscle stimulation caused by the right ventricular (rv) lead. Blood under the insulation was found under the insulation of the rv lead during extraction. A crack in the outer insulation was suspected. The lead was explanted. No further patient complications have been reported as a result of this event.